Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro was smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. After the pre-cautery test, the thumb toggle on the device was cycled several times and the device then worked normally. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The handle on the device was open to verify connection; under magnification, the micro-switch was determined to be clean. Based upon the evaluation results, the reported complaint could not be confirmed. The switch is suspected to have a mechanical defect that cause it to self-activate. The switch was disassembled but a root cause for the switch malfunctioning could not be found. The switch will be returned to the manufacturer for evaluation. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).